Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the ER for pocket erosion and infection. The system was explanted and replaced.